Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-02522, 1627487-2020-02521. It was reported the patient underwent surgical intervention on an unknown date, wherein the ipg and leads were explanted due to pain at the ipg site. No further information is available.